Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 07/01/2016 to report a broken sensor that occurred on (B)(6) 2016. Date of issue is an approximation. There was no report of any injury or medical intervention. No additional even or patient information is available.